Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer did not experience this issue again after performing a reset of the pump, with guidance from technical support. The customer was instructed to monitor for any recurrence of the malfunction and contact support if necessary.